Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for us in the system. Additional information indicated that the customer was going to be using another type of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl. After troubleshooting with tandem technical support, the customer indicated that the cartridge, infusion set tubing and site would be changed. After changing the supplies, the customer was to deliver a bolus of insulin to address the high bg level. Reportedly, the customer was using apidra insulin in the cartridge.

Manufacturer narrative:
.